Event description:
On (B)(6) 2012, patient reported the menu and check buttons on the infusion device do not function correctly. She reported the protective rubber is worn and the ground -plate of the infusion device is visible. She often has to press the burttons several times and very hard for the infusion device to respond. This was first noticed 4-5 months ago. The infusion device was not dropped on a hard surface. The buttons are flat and do not produce an audible beep. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.